Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, and after hemostasis was achieved, blood flow was observed in the popliteal fossa. It was noted the patient was unable to touch the dorsalis pedis and the posterior tibial artery was examined. However, the risk was high due to vasculitis and the procedure was completed. Three days post-implant, the patient complained of left lower limb fatigue, peripheral vascular thromboembolism was reported. Two days later, a blood vessel echocardiogram (echo) revealed occlusion in the left external iliac artery. Two days following the echo, percutaneous transluminal angioplasty (pta) was performed. Following the surgery, it was reported the patient needed time for rehabilitation. Eleven days following the pta, the patient was reported to be recovering. The patient was discharged. Two months and ten days post-implant, the patient was admitted to the previous hospital due to thoracic lumbar vertebral compression fracture. One day later, an oral nonsteroidal anti-inflammatory drug (nsaid) was administered. A decreased in urine volume and renal function were noted. Six days following the hospitalization, the patient was transported by emergency medical services to a different hospital. It was noted the patient¿s urine volume recovered after the patient was transferred to another hospital and the renal function showed an improvement tendency. The patient was suspected to have had an acute kidney injury (aki) related to nsaids. Subsequently, oral administration was adjusted. Three months post-implant, the patient was reported to be recovering and was transferred to another hospital. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient¿s aki. No additional adverse patient effects were reported. Additional information was received that the valve was implanted into the native annulus at a final implant depth of 6 mm on the non-coronary cusp (ncc) and approximately 8 mm on the left coronary cusp (lcc).

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, and after hemostasis was achieved, blood flow was observed in the popliteal fossa. It was noted the patient was unable to touch the dorsalis pedis and the posterior tibial artery was examined. However, the risk was high due to vasculitis and the procedure was completed. Three days post-implant, the patient complained of left lower limb fatigue, peripheral vascular thromboembolism was reported. Two days later, a blood vessel echocardiogram (echo) revealed occlusion in the left external iliac artery. Two days following the echo, percutaneous transluminal angioplasty (pta) was performed. Following the surgery, it was reported the patient needed time for rehabilitation. Eleven days following the pta, the patient was reported to be recovering. The patient was discharged. Two months and ten days post-implant, the patient was admitted to the previous hospital due to thoracic lumbar vertebral compression fracture. One day later, an oral nonsteroidal anti-inflammatory drug (nsaid) was administered. A decreased in urine volume and renal function were noted. Six days following the hospitalization, the patient was transported by emergency medical services to a different hospital. It was noted the patient¿s urine volume recovered after the patient was transferred to another hospital and the renal function showed an improvement tendency. The patient was suspected to have had an acute kidney injury (aki) related to nsaids. Subsequently, oral administration was adjusted. Three months post-implant, the patient was reported to be recovering and was transferred to another hospital. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient¿s aki. No additional adverse patient effects were reported.